Event description:
It was reported that during the implant procedure, several manipulation was done to place the surgical paddle lead. Following the procedure, the patient experienced new weakness which the physician believed was radiculitis due to the device and procedure. The patient had a prolonged hospital stay. Upon follow-up, the patient was slowly recovering and was referred to a rehabilitation facility.